Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for two days, and the insulin pump was not delivering insulin. The blood glucose reading at time of her admission was 655mg/dl. The customer stated that she changed the infusion set/reservoir because of her high glucose, and she was getting cramps/pain in stomach. The customer was given blood tests, EKG, and chest x-ray while staying at the hospital. Troubleshooting was not performed as customer requested a replacement. No further information was provided.